Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the pacemaker's longevity remained the same as a device check performed (B)(6) 2022. No changes or interventions were performed. The patient was in stable condition.